Event description:
On (B)(6) 2010 patient reported both up and down buttons do not respond correctly when attempting a bolus. Patient is currently on her backup infusion device. Patient stated the infusion device usually does not respond when the up or down buttons are pressed. Patient reported the buttons pop back up as normal. No physiological effects were reported. The patient did not require medical assistance from a healthcare professional or second party to address the issue. Product was replaced and requested return of the suspect product for eval.